Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. D4: batch # 841a18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received unfired. In addition, the firing trigger switch actuator was received inside of a plastic bag. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the actuator post has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 841a18, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 6/20/2023 d4: batch # unk b3: date of event is 2023, event day and month unknown. Captured as 1/1/23. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep during a esophagectomy, the pcee45a would not fire. This was the 11th firing and about 3 hours into the case. A new stapler was opened to complete the case. The nurse that was scrubbing said it seemed like the battery was dead. She also noted a yellow piece of plastic on the back table. She was not sure if it came from the stapler but included it with the stapler and reload to be submitted for analysis. There were no patient consequences.